Event description:
Reporter reported the ventilator went vent inop and alarmed shortly after being powered on. The ventilator was not in use on a patient; therefore, there was no patient harm or involvement . Vent inop, when in use, will stop providing ventilatory support to the patient. The distributor service technician reported the diagnostic code displayed during the reported vent inop indicated in an inhalation autozero failure. The service technician replaced the three station solenoid assembly to correct the problem. Applicable testing per the espirit service manual was completed.